Event description:
It was reported that a user of the ilet experienced a low glucose followed by a high glucose after self-treating the low with multiple sugar tablets, and the device issued low and high glucose alerts; the highest and lowest reported values were 330 mg/dl and 52 mg/dl, respectively. Symptoms included none reported. Outcomes included correction of glucose with oral glucose, followed by transient hyperglycemia; no outside assistance or medical intervention occurred. Investigation included review of alert history and user report, along with troubleshooting and education on hypoglycemia treatment using oral glucose. Investigation of this case revealed user overtreatment of hypoglycemia as the precipitating factor for subsequent hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia with excess carbohydrate leading to rebound hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.